Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl and moderate ketones; cause was unknown. A manual injection was administered to address bg. Although requested by tandem technical support, the contact declined to perform further troubleshooting for the reported issue.